Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that after implantation of the sensor, the icp could not be detected. The icp and cables were changed but it still failed. As a result, the device was replaced with no impact to the patient.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: multiple severe bends and kinks along catheter body. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the above evaluation, supplier was unable to determine the exact root cause of the complaint. Mfg. Date: 07/23/2009.